Event description:
Alleged overinfusion. Reporter investigation - ms16a [one of two devices] set to infuse at a rate of 02 - 45mm: oxynory 30mg, midazolam 30mg nozonan 75mg. Nurse checked 2100, 21.10, 0100 no led 35mm changed driver same syringe - nurse checked at 02.45 only 7mm in syringe - breathing rattling - narcan given - doctor called - more narcan & oxygen administered - patient comfortable. At 06.45 pumps put in locked cupboard. Patient subsequently died 2 days later. No long term injury reported and subsequent patient death not attributed to alleged incident. File closed as suspected tampering.

Manufacturer narrative:
Manufacturer completed the entire form. Reporter and mhra attended meeting/investigation - file closed as no fault found -no evidence to suggest that this device could have caused or contributed to the alleged infusion anomaly [alleged/suspected tampering]. No further action required by smiths.